Event description:
Ventilator continuously alarming "circuit disconnect." Upon inspection of vent and circuit, unable to locate source of leak/disconnection. Waveforms also noted to be entirely blue instead of yellow/blue or red/blue. Vent was also autotriggering at a rate of 70-80 breaths per minute. Infant turned dusky color and required ppv - positive pressure ventilation - to recover.